Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the sensor replacement alert was first presented to the user on 11 august 2023, day 154 after insertion. The sensor was tested in-house, and the review of investigation analysis revealed a loss of chemical performance. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to the sensor's hydrogel oxidation. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint.

Event description:
On 06th november 2023,senseonics was made aware of an incident where user received early sensor replacement alert leading to early sensor removal.